Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not make an audible tone when the pump screen was being interacted with. Multiple attempts were made by tandem technical support; however, a response was not received from the customer. There was no reported impact to the customer's blood glucose level.